Event description:
The affiliate reported the customer alleged elevated total beta human chorionic gonadotrophin (tbhcg) patients' results involving unicel dxi 800 access immunoassay system. This is report number two of three. The elevated results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009. The fse performed and completed carryover test. All system test results passed within the manufacturer's performance specifications. The fse recommended to the customer to isolate beta human chorionic gonadotrophin (bhcg) testing from troponin I by assigning pipettors. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-04525 and 2122870-2011-04568.